Event description:
It was reported that this pacemaker exhibited pacing inhibition as a result oversensing of noisy signals on the right ventricular (rv) lead channel. There was no asystole as the device the patient is not therapy dependent. Technical services (ts) suggested troubleshooting actions. The boston scientific representative noted that some reprogramming was done. The device remains in use. No adverse patient effects were reported.